Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor.

Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.